Event description:
A report was received that the patient's lead has become shallow and is irritating the patient's skin. The physician determined that the sutures on the lead anchor have come undone. The patient will undergo a lead revision to re-suture the anchor down and move the lead deeper.

Event description:
A report was received that the patient's lead has become shallow and is irritating the patient's skin. The physician determined that the sutures on the lead anchor have come undone. The patient will undergo a lead revision to re-suture the anchor down and move the lead deeper.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model # sc-2218-50 serial # (B)(4) description: st linear lead, 50cm with pre-loaded 0.014 inch stylet.